Manufacturer narrative:
Not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that there was a corrupt file on the image acquisition system (ias) computer. The configuration folder was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry was not moving. It was stated that the cause could be a corrupted file. No patient was present when this issue was identified.